Manufacturer narrative:
After battery installation insulin pump gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked liquid-crystal display controller. Unable to verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump's screen was flashing white light. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.